Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user was provided with the product after a mohs procedure on her right shin in the summer of 2018. She was cutting the dressing into smaller pieces to put over the surgical wound. About ten days after the procedure, she developed a red, blistered area that exactly matched the size and shape of the dressing that had been in use. She returned to her dermatologist's office and was placed in a "unna boot" dressing. Four days later she broke out in hives and welts all over her body. She took oral benadryl and went to the emergency room. She advised that they gave her something intravenously but, she does not know what it was. She was not admitted to the hospital. No photo was provided.